Event description:
It was reported that the patients ipg was unable to hold a charge. The patient underwent an ipg replacement procedure and the explanted ipg was not release by facility. The patient was reprogrammed post operatively with similar programs on the new battery and happy with her coverage.

Manufacturer narrative:
Date of event: exact date unknown, event occurred around three weeks ago from the date the manufacturer became aware of the event.